Event description:
It is reported that the customer had high blood glucose levels of 164 mg/dl. The customer reported that she received a button error alarm from insulin pump. The customer was advised to discontinue the use of the insulin pump and revert to a back-up plan. Advised customer that the insulin pump would be replaced. No additional is available.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No unexpected a33 error alarm noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.